Manufacturer narrative:
Investigation summary: the device was inspected, and reddish material was found inside the pebax. Then, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage and a hole on the surface of pebax. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and it was reported that the scanning electron microscope (sem) analysis showed evidence of mechanical damage and a hole on the surface of pebax. It was initially reported that after pulling the catheter out of the patient to switch to the lasso catheter, the physician saw blood inside the catheter between electrodes 2 and 3. The physician did not put the catheter back in the patient. There was no difficulty maneuvering the catheter. The generator parameters were on power mode, the temperature cut off was at 40 °c, and the impedance cut-off was at 300 ohm. Anti-coagulation solution was used. The patient did not exhibit any neurological symptoms since the procedure was completed. The system did not show any error messages. The catheter was replaced, and the issue resolved. The procedure was completed successfully. There was no patient consequence. The issue of foreign material inside the pebax - no external damage was assessed as a not reportable issue. The biosense webster, inc. Product analysis lab received the device for evaluation on march 11, 2019. On april 4, 2019, the product analysis lab analyzed the device and it was reported that the device showed evidence of mechanical damage and a hole on the surface of pebax. Therefore, the awareness date of this complaint is april 4, 2019. The issue of foreign material inside the pebax - external damage was assessed as a reportable issue.